Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were physician complaints about the electrocardiograms (ecgs) showing noise while in the application. The client stated that several components have been changed out and the interference persists. Technical services provided assistance in resolving the issue by directing the client to change out the module to see if the noise persists. No further information was received. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: this complaint was inadvertently submitted under the medical device reporting regulations and therefore is being redacted, as the potential for injury is not likely for this type of event.